Event description:
It was reported that the right ventricular (rv) lead was replaced due to increasing high thresholds and decreasing lead impedance. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.